Event description:
A report was received from ciba sales represetative of notification from the doctor in 2002 that the doctor had implanted a left eye memorylens in a patient, which lens now was opacified. The doctor is planning to explant and replace the lens.